Event description:
It was reported that during a posterior lumbar fusion (plif) procedure with spondylolisthesis reduction at l4-l5, the ratcheting t-handle broke. This occurred while the surgeon was attempting to remove the locking caps to readjust the screws, and the tip of the screwdriver shaft twisted. The surgeon was able to complete the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. The product evaluation revealed that the ratchet t-handle 6mm qc was received broken and could not be tested for the condition reported. The complaint condition is not related to the manufacturing process.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development evaluation revealed that the instrument separated into two pieces. The stainless steel quick-coupling / ratcheting mechanism sub-assembly was broken, with the sub-assembly unthreaded entirely from itself. The ratcheting mechanism sub-assembly remains attached to the silicone handle sub-assembly, while the quick-coupling mechanism sub-assembly has become separated. The internal shaft appears to have sheared at the location of the assembly threads, in a manner consistent with an excessive torque application. After pd inspection of the instrument with confirmation from the complaint description, it was determined that an attempt was made to loosen a locking cap using the instrument, a non-torque-limiting handle. This allowed the application of torque greater than the recommended 10 nm, causing the instrument to experience forces above the intended design limits. These excessive forces resulted in the torsional shearing of the internal shaft, and the instruments subsequent disassembly. The matrix technique guide as well as other product support information illustrates the proper method of tightening / loosening a matrix locking cap using a 10.0 nm torque-limiting handle. Since the parts returned were stated to have been used during locking cap adjustment, it is possible the damaged ratchet handle was handled in a manner inconsistent with the recommended technique during usage. Therefore, the complaint is deemed invalid from a product development perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for complaint (B)(4).